Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacture documents: 1627487-2021-01722. It was reported that the patient¿s drg system would be electively explanted on (B)(6) 2021. During the procedure the physician attempted to remove the implanted leads but was unable to due to the leads breaking. The physician closed the patient and referred the patient to a neurosurgeon for lead removal.